Event description:
Information received with return of the explanted device notes that two days post implant, impedance was >2500 ohms. After changing the adapter, measurements were normal. Two days later, the impedance was again >2500 ohms. The pulse generator was subsequently replaced. There were no consequences to the patient.